Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right ventricular (rv) lead showed no capture. The lead was selected for repositioning, and it was observed that the helix could not be retracted despite multiple counter-rotation attempts. Additionally, the helix appeared to stretch beyond its normal extension range during manipulation. The lead was ultimately not used and replaced with new lead. There were no patient consequences.